Event description:
A malfunction was reported on a customer's pump, specifically citing a momentary power loss to the vibrator motor. No notable events occurred prior to the malfunction, and the impact on the customer¿s blood glucose level was unknown. Technical support provided the customer with pump reset information and assisted with resetting it. The malfunction did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reappeared and confirmed understanding of the instructions.